Event description:
It was reported that balloon ruptured occured. A 12.0mm x 40mm, 75cm gladiator balloon catheter was inflated with 6cc of contrast using a 10cc syringe to break a fibrin sheath when the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.